Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8mm was already loaded in loading tube. The customer discarded the product, so product can¿t be investigated. Customer does not have any patient information. Customer opened another device was used according to IFU.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8mm was already loaded in loading tube. The customer discarded the product, so product can¿t be investigated. Customer does not have any patient information. Customer opened another device was used according to IFU.